Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had malfunction that new patients were not crossing over. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A technical support specialist confirmed with the customer that the issue was resolved. The system functioned as intended after customer resolved the issue.